Event description:
It was reported that the source of the multiorgan failure was right ventricular failure which was present before the implant and the left ventricular assist device (lvad) therapy did not worsen the multisystem organ failure (msof).

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
E1: reporter establishment name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.